Manufacturer narrative:
B5 updated with additional information received. H6. Fdd coding updated/corrected based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained during the procedure as indicated in the instructions for use (IFU). The cause of the resistance and damage was unknown; it was unknown which issue occurred first - whether the damage was the result of the resistance or the resistance caused the damage. The procedure was completed successfully using a new solitaire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire x stent retriever that could not be resheathed and was damaged. It was reported that the patient was undergoing a mechanical thrombectomy procedure to treat ischemic stroke. The solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). The first pass was completed normally. Outside the patient's body, the solitaire was rinsed/cleaned normally. However, when resheathing, the solitaire stent could not be resheathed and "crumpled on itself." There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
H3: the solitaire fr4-6-40-10 stent device was returned for analysis still within its introducer sheath. The catheter was not returned with the solitaire stent device. The solitaire fr4-6-40-10 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, with no damage noted. The stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker. The marker coil was in good condition. No kinks or bends were found on the pusher wire. No other anomalies were found. The solitaire fr4-6-40-10 stent device was pushed out of the introducer sheath without issues. No issues were encountered during re-sheathing of the solitaire stent device. Based on the reported information and device analysis, the customer¿s ¿resistance during retrieval/resheathing¿ and ¿kink/damaged¿ reports could not be confirmed, as no issues were encountered when re-sheathing the returned solitaire fr4-6-40-10 stent device, and no damage was noted. However, the cause could not be determined. Possible causes include an incompatible/damaged catheter, vessel tortuosity, or the user not maintaining the correct flush rate. However, the cause of the resistance could not be determined. Since the catheter was not returned, and the model and size were not reported, any catheter-related contributions could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.